Manufacturer narrative:
Product analysis: device returned with filter basket extended out of blue recovery catheter. Filter basket deformed. Multiple components protruding/disconnected from filter basket. Blue recovery catheter kinked along its surface. Capture wire bent. Green delivery catheter kinked. Dried biologics observed within green delivery catheter. Due to protruding components, the filter basket was not able to be retracted within the blue recovery catheter. Correction: imf updated. Device return date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a spider rx embolic protection device for patient treatment in the common iliac artery with calcification, tortuosity and fibrous. A non-medtronic sheath and guidewire was used. No abnormalities reported in relation to anatomy. IFU was followed it was reported that after placing a non-medtronic stent, the spider was attempted to be deployed, but it could not be retracted. The resistance was strong, and it seemed damaged (the filter part of the spider and the wire part in front of it seems like it was separated and disconnected but nothing was detached). An attempt was made to retrieve the spider, but it was not possible to pull it into the recovery end. The capture wire would not retrieve into the retrieval catheter and it remained open. Physician reported it as risky to pull the inside of the stent placed while the spider capture wire is open and bring it to the mouth of the guiding catheter. A situation occurred where it couldn't not be removed from the patient's body as it is. A non-medtronic guiding catheter was carefully pushed into the placed stent, brought close to the spider, and the recovery end was pulled into the mouth of the guiding catheter and successfully removed from the patient's body. The procedure was completed. There was no damage under fluoroscopy to the non-medtronic stent. No patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.